Manufacturer narrative:
(B)(4). Results and conclusion: severely calcified and tortuous iliac arteries.

Event description:
An abdominal stent graft system was inserted into a pt for the treatment of a 7.5 cm abdominal aortic aneurysm. It was reported that the aortic neck diameter is 21.6 mm in diameter at the renal artery, 21 mm in diameter proximally, 22.5 mm in diameter distally and it was 10.5 mm in length. There was an already occluded rcia with a lumen of 3.4 mm. The lcia is 10.7 mm and distally 11.4 mm. The vessels were tortuous and heavily calcified. The endurant bifurcated stent graft was successfully placed. It was reported that the aneurx delivery system kinked while it was being advanced in the pt. The delivery catheter was removed from the pt without issue. The physician treated the pt with another aneurx device and the case was successfully completed. No clinical sequelae were reported and the pt is fine.